Event description:
It was reported that a spectrum pump alarmed downstream occlusion upon power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. During functional testing, the reported issue could not be reproduced. A review of the event history log revealed a 'downstream occlusion' message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.